Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a rotator cuff repair the expressew iii autocapture + suture passer was not auto capturing the suture. A suture shuttle was used to complete the procedure. The complaint device was received and evaluated. Visual observations revealed the device was slightly worn due to it was identified marks of wear and adhesive tape in the device. To test its functionality, a needle and suture were loaded into the device and it was tested on a sample rubber strip. It was observed when the trigger was actuated the needle, it was difficult to deploy it; in consequence, the suture was not release properly. During the test, the needle constantly was very hard to deploy, there was a resistance which cause a rough deployment. This complaint can be confirmed. The possible root cause for the issue experienced can be attributed an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [42059-170302-06] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the expressew iii auto capture + suture passer device was not auto-capturing the suture. A suture shuttle was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.